Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/18/2017 with the following findings: during investigation, the keypad was intact and all keypad buttons were responsive to user input. The keypad cover was removed to find no contamination under the button contacts. No button contact defects were found. The pump cover was removed to find no evidence of internal moisture. The keypad latch was fully closed. No damage to the keypad flex was found. The under responsive keypad button complaint could not be duplicated. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.